Event description:
The customer reported that the system locked up and would not boot up and there was no voltage at the power socket. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was powered from another socket. The system was tested and found to be working as intended and put back into service.